Manufacturer narrative:
The lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The pocket was re-opened and this lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.